Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025 the patient went to the emergency room and was in the "bezoar process." On inspection, the peg tube was being pulled inside and the patient experienced abdominal pain. The physician released the click connection and was unable to take out the j-tube. The j tube was cut and rinsed to push the j-tube into the stomach. The patient was released home. Additional information received on 26 aug 2025 in which it was reported that the patient underwent a bezoar release.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.